Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0205 - open circuit.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument would not deliver energy. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not noticed during the procedure and the patient did not experience any injury or adverse event. The surgeon noticed that the maryland bipolar instrument was not working and changed the cable, and it was still not working. The customer then changed the instrument, and it worked.

Event description:
Refer to h11 for follow-up information.